Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had elevated system impedance measurements measuring 120 ohms. Technical services (ts) reviewed the information, and the device is programmed primary 1x gain and smart pass is on. At implant, defibrillation threshold (dft) tests were performed and was successful at 90 ohms with a 65j shock. It was noted that impedances did rise however, it may still convert. Ts recommended to repeat dft testing. The health care professional (hcp) will discuss with the physician. Subsequently, a dft was performed in which it was successfully converted ventricular fibrillation (vf) at 80j. Also, an x-ray was performed and all looked good. The patient noted no weight change. At this time, the system remains in service. No additional adverse patient effects were reported.